Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of a decrease in vision, upon examination it was discovered that the lens had an anterior tilt and it was dislocated. The lens was reportedly explanted. The current patient prognosis is good.

Manufacturer narrative:
Despite multiple requests, the device was not returned to bausch and lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.